Event description:
Customer reported that the paramedics were called on (B)(6), 2012 and she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 404 mg/dl when paramedics arrived. Customer stated that she was receiving a chest x-ray, and was on inhaler for a month. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However, unit was received with intermittent up button response due to corrode up keypad trace. No numbers ramping or bar moving anomaly noted.